Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected a single high impedance measurement. No intervention was performed. The device remains in service and the patient will be monitored. This device is included in the minute ventilation signal oversensing advisory population communicated on 12/19/2017.